Event description:
The pump was returned for investigation. Investigation revealed that the pump had a defective internal motor. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation a review of the pump history showed multiple call service alarms had occurred on (B)(6) 2013. The pump booted with call service alarms emitted. The pump was opened for inspection and evaluation revealed that the internal motor assembly was defective. Additional testing was not able to be performed due to the recurring call service alarms. (B)(6).